Event description:
I started having many problems after having essure placed. They've included weight gain, hair loss, migraines, severe fatigue, depression, weakness and loss of strength, sexual dysfunction, and several menstrual issues like frequent heavy pelvis and nonstop cramping.